Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000047521."

Event description:
Related manufacturer reference number: 3006705815-2023-04811. It was reported that the patient had some falls. As a result, was experiencing pain at the ipg site and ineffective stimulation. Surgical intervention took place where the system was explanted and replaced to address the issue. Therapy was restored post-operative. Investigation was unable to determine which of the leads attributed to the event.